Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii and oral hygiene was listed as "good." The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2021 for implant placement on tooth #5. On (B)(6) 2022, the patient returned without complaint. Upon exam, the provider notes a loss of integration. The patient returned (B)(6) 2022 after the placement of the healing abutment. It was at that time the device was removed and a bone graft was needed. The implant was replaced at that time with the same size implant.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. This is the third of three implant complaints,manufacturer report for the remaining complaint : 3011649314-2022-00365, 3011649314-2022-00366.

Manufacturer narrative:
CAPA 2023-006. The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6101789 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results the device was returned but not in original package. The device was verified to be a hahn tapered implant ø4.3 x 10 mm (70-1154-imp0010) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed on the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii and oral hygiene was listed as "good." The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2021 for implant placement on tooth #20. On (B)(6) 2022, the patient returned without complaint. Upon exam, the provider notes a loss of integration. The patient returned (B)(6) 2022 after the placement of the healing abutment. It was at that time the device was removed and replaced with the same size implant.

Manufacturer narrative:
CAPA 23-006. Manufacturer reference: (B)(4).